Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a partial display. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that it was black in middle, but brown on outside. The customer was reported that she wore an insulin pump for a day hoping it would stop and wiped it off but then screen just died. Customer stated that there was a white bar for a second then it went black. The customer was assisted with troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump was received with missing segments/partial display due to cracked lcd and bleeding on lcd glass.